Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the device in backup operation on (B)(6) 2020. Tech support reported that the cause was likely a break in telemetry between the device and the transmitter. The device was restored back to initial parameters and the software was upgraded/updated with the cyber security software. The patient is stable.